Event description:
It was reported that the tip of the expedium quick connect si polyaxial driver broke off from the instrument and into the head of a concomitant device expedium polyaxial screw during insertion of the screw into the sacrum. The screw was inserted about halfway when tip breakage occurred and had to be removed intra-operatively since it was halfway into the patient. The procedure was extended by fifteen minutes as a result of the difficulty.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.